Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review, alarm log review, functional testing, and visual inspection were performed. The f-94 alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be a damaged main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-94 (configuration option settings checksum is not 0) alarm. No additional information is available.